Event description:
A consumer reported that since at least a month ago, the patient was experiencing spasms and sparking at the implantable neurostimulator (ins) site when stimulation was on which caused serious burning. The patient went to the emergency room where some ¿scans¿ were performed but they didn¿t find anything. There were no traumas or falls reported related to this issue. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.